Event description:
The facility's biomedical engineering department reported an incident of misprogramming. The pump was infusing heparin to a patient. Reportedly for two hours, heparin infused at a rate of 110ml/hr instead of the intended rate of 11ml/hr. The heparin infusion was stopped and the patient was monitored. "The patient's coagulation times were checked". According to the facility's risk manager, no patient injury resulted from the event.